Event description:
On (B)(6) 2009, the pt reported that the insulin cartridge of her infusion device was difficult to remove, which resulted in the cartridge plunger remaining attached to the piston rod and insulin spilling into the cartridge chamber. She stated there was about 90 units of insulin in the cartridge and enough of it spilled into the chamber that some poured out. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.